Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for recurrent shocks of ventricular tachycardia (vt). The event log files captured routine events. The pump operated as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The submitted log files captured the device operating as intended at the set speed. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1, "introduction," lists cardiac arrhythmia and renal dysfunction as potential adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management,¿ also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.